Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, both clips broke and would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on november 21, 2019. It was reported that the clip was able to close on the mucosa, but was unable to lock onto tissue. Despite pushing down on the handle, the clip would not lock or deploy off the catheter. It was also noted that the control wire broke, so no resistance was felt in the handle response.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, both clips broke and would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.